Manufacturer narrative:
Product serial number was unavailable.

Event description:
It was reported the patient presented for follow up in clinic. Upon interrogation, it was observed that the right ventricular lead exhibited high pacing impedance and elevated capture threshold. A chest x-ray confirmed that the lead was pulled back. There were no interventions made. The patient was stable.

Event description:
New information received notes that the right ventricular lead was explanted and successfully replaced. There were no reported patient issues.